Event description:
It was reported that the insulin pump¿s connector, cartridge, and tubing became unintentionally detached from the pump, with the infusion site remaining on the body and the connector spinning when attempts were made to reattach; the cartridge was leaking, and a full set change was performed with insulin delivery successfully resumed. Customer care provided support that included phone-based troubleshooting and user education. Investigation of this case revealed that the most likely cause was a twisted or partially misaligned connector that led to disconnection and a leaking cartridge, consistent with a use-related connection issue involving the connector component. No clinical symptoms reported. Outcomes included no medical intervention beyond a guided set change. It was concluded, based on previously established findings for similar reports, that the cause was user technique during handling of clothing and the pump leading to inadvertent disconnection.